Event description:
Reportable based on device analysis completed on 21dec2021. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in a severely calcified left main coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but no image was seen. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed a detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imagine window detached near the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter. The rotator and imaging core assembly was pulled out from hub. No ic windup was found within the telescope section and the sheath section of the device. Impedance test shows an electrical open at proximal wave form. Microscopic inspection revealed the distal housing of the transducer was complete with no evidence of degradation from exposure to saline solution. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis the electrical issue was the result of a broken coax cable and stretched drive cable approximately 150-140cm from distal housing.